Event description:
Per the audiologist, the pt's flange fixture fell out. There was no obvious medical conditions or trauma reported. Per the returned paperwork, the pt had a skin infection which caused/contributed to the loss of the implant. No further info was reported at the date of this report, november 03, 2008.